Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system did not start up. Upon troubleshooting, the fse found that the system had a start-up issue where software was blocked on the start-up screen with the message "radiology system start-up". Also, the customer informed them that they had tried several restarts, which did not resolve the issue. To resolve the issue, the fse replaced the system's hdd (hard disk drive) of the main computer, reloaded the software completely, and restored the backup. After replacing the hdd and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.